Manufacturer narrative:
The hh11bex device was not available for evaluation. The foreign material was returned and evaluated. Fourier transform infrared spectroscopy microscope analysis was completed to determine composition. The white fibers were a 90% match to a polypropylene resin chemistry. The blue fibers were a 78% match to a cellulose-based chemistry. A cellulose/polypropylene blend has applications in a clean room environment that may include, but is not limited to, face masks, absorbent pads, and wipes. The foreign material was found in the collection cup. Based on the design and function of the device the foreign material would not make contact with the patient.

Event description:
According to the reporter, the event occurred before the procedure. When the probe was removed from packaging and tried to be attached to the holster, a foreign object fell out of the area where the specimen was to be collected. The procedure was completed with the probe without replacing it. The procedure was completed. No patient consequences.